Event description:
According to operator, pump was set to infuse intra-lipids at 6cc/hr, however, total volume of 60cc was infused over 90 minutes. No known injury to patient.pump set on continuous infusion.